Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 290 mg/dl. Customer stated that the battery was replaced, but the keypad was still not working. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did not have button error alarm. The down arrow button did not respond due to flattened button dome switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to the unresponsive buttons. The device was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.